Event description:
Device 2 of 2. Report: 1627487-2013-21075.

Manufacturer narrative:
Evaluation results: the complaint was confirmed for 'invalid impedance.' The swift lock anchor was in over torque position. The locking mechanism tab was lifted. A laboratory lead could not be fully inserted due to the anchor being in the lock position and could not be unlocked. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.